Manufacturer narrative:
Eval: device eval was not performed as the cause of the reported complaint cannot be determined by product testing. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR reports: 1627487-2011-01124, 1627487-2011-01125 and 1627487-2011-01126. The pt received her scs sys, including an ipg, two percutaneous leads (from the same lot), and two lead extensions (from two separate lots), on (B)(6) 2010. It was reported that the pt developed an infection at the lead insertion site. The physician explanted the entire scs sys on (B)(6) 2011. The explanted devices were returned to the MFR for analysis on (B)(6) 2011. It was reported that a culture was taken by the physician, but the results are unk. It was reported that the physician did not feel the cause of the infection was product-related. The pt was treated with both oral and IV antibiotics. F/u on the pt found that she is recovering from the infection and is considering being reimplanted at a later date. No further issues have been reported on the pt.